Event description:
A hospital nurse reported that a high frequency (hf) cable used with an electro surgical unit (model not specified) sparked and broke into two pieces during a procedure. The case was completed with a second cable and there were no injuries related to the occurrence.